Event description:
During service of unit it was found to not cycle with "ac led" only and a constant single tone alarm due to transistor q3 on the motor board being out of specification. Replaced q3.